Event description:
It was reported that the customer had problems with rewind. The device asked her to rewind even after the customer inserted the reservoir into the insulin pump, and pushed the activate button to prime. It was stated that when the piston reached the reservoir, the device asked again to rewind. Advised that the insulin will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device passed the displacement and rewind tests.